Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful periods and nabothian cyst. Concurrent conditions included menorrhagia, pelvic pain, dysmenorrhea, endometriosis and pelvic adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping") and menstruation irregular ("unusual periods") and was found to have blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, blood urine present, genital haemorrhage, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, blood urine present, genital haemorrhage and menstruation irregular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound doppler - on (B)(6) 2019: essure devices are seen at the bilateral fundus. Ultrasound pelvis - on (B)(6) 2019: essure devices are seen at the bilateral fundus. Ultrasound scan vagina - on (B)(6) 2019: essure devices are seen at the bilateral fundus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful periods and nabothian cyst. Concurrent conditions included menorrhagia, pelvic pain, dysmenorrhea, endometriosis and pelvic adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping") and menstruation irregular ("unusual periods") and was found to have blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, blood urine present, genital haemorrhage, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, blood urine present, genital haemorrhage and menstruation irregular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound doppler - on (B)(6) 2019: essure devices are seen at the bilateral fundus. Ultrasound pelvis - on (B)(6) 2019: essure devices are seen at the bilateral fundus. Ultrasound scan vagina - on (B)(6) 2019: essure devices are seen at the bilateral fundus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: this case become serious incident. Mr received. Reporter's information added. Medical history were added. Removal detail added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.